Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent damage occurred. A promus premier (tm) stent was selected tor treat the lesion. However, it was noted that the during removal, the stent was distorted and had a change of length due to a guide wire. No patient complications were reported.